Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there was moisture in present in the battery compartment and the battery cap threads were also stripped. The leak test verified leak due to a crack alongside the battery compartment. The pump was opened and no further moisture was observed. Unrelated to the original complaint, the display was dim, and the battery compartment was cracked. Also unrelated to the original complaint, the battery cap was unable to secure and the battery cap contact height was found to be out of specification. The test battery cap was able to secure and was used for testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. It was reported that the battery cap was loose and there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.